Event description:
A cervical decompression fusion was being performed while utilizing an a 1059 mayfield skull clamp. The pt was not repositioned during the procedure. An hour and a half into the procedure, the anesthetist looked under the drapes and noted that the pt's head was not in the position the surgeon placed it in preoperatively. The surgeon broke scrub and found that the mayfield had slipped, allowing the head to move downward to the mechanics of the headrest. The event resulted in a pt laceration to side of her head, which required closure with staples. Codman disposable adult skull pins (catalog number 30-054) were used during this procedure (lot number unk). The surgery was not performed with a stereotaxy device. "The pt outcome was fine."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.